Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was discovered that the right ventricular (rv) lead had a high pacing threshold. During the lead repositioning, it was found that the rv lead helix had failed to retract and was also damaged. The rv lead was not used. The physician elected to use another rv lead and completed the procedure. The patient remained in stable condition.

Manufacturer narrative:
The reported events were helix mechanism issue, helix damage and unacceptable capture. A complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was extended and clogged with blood/tissue. The helix was able to retract and extend after cleaning. The measured full helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix clogged with blood/tissue. The reported events of helix damage and unacceptable capture were not confirmed. Visual and x-ray examination, electrical testing of the lead were normal with no anomalies found.

Manufacturer narrative:
Correction: the correct report source should have been "foreign, health professional, user facility, company representative", rather than "foreign, user facility, company representative".